Manufacturer narrative:
Based on the results of the investigation, it is likely, that the event occurred, due to a failure of the power supply unit. A definitive root cause of reported issue could not be identified. A device history review revealed, no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed, during the device inspection. That the xenon light source exhibited main lamp did not light. Shifted to spare lamp, due to defective power supply unit. There were no reports of patient involvement.